Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions when the customer had 60 units or less in the cartridge, the blood glucose (bg) levels would elevate (315 mg/dl). A correction bolus was delivered; however, the bg did not decrease. The cartridge, infusion set tubing and site were changed and another correction bolus was delivered. The bg did lower. The customer had to do this with the last 4 pump supply changes. The customer thought that possibly being outside in the 120 degree weather may have been the cause of the high bg. Reportedly, the cartridge, tubing and site were used more than 3 days. As the event had occurred in the past, tandem customer technical support (cts) advised the customer to discuss the event with a healthcare provider. Cts informed the customer that novolog was labeled for 72 hour use with the cartridge and insulin degradation and hot weather was discussed. The customer acknowledged the information.